Manufacturer narrative:
H.6. Investigation: to aid in the investigation of this issue, three picture samples were provided for evaluation by our quality engineer team. Two of the pictures displayed a syringe with an acceptable scale marking, but the third picture showed syringes with a missing scale marking. However, per the barrel design and molding, the syringes pictured do not belong to the product reported for this incident (material 305618). As a lot number was unknown for this incident, a review of the production history records could not be completed. Based on the investigation results, bd could not confirm a manufacturing related error for this incident.

Event description:
It was reported that a syringe 30ml ll tip conv pak had scale marking issues before use. The following was reported by the initial reporter: "it was reported that the markings on the syringe are off. Event description per attached email states: I have had a complaint about the 30cc leur lock syringes in the trays. Markings are off."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe 30ml ll tip conv pak had scale marking issues before use. The following was reported by the initial reporter: "it was reported that the markings on the syringe are off. Event description per email states: I have had a complaint about the 30cc leur lock syringes in the trays. Markings are off."